Manufacturer narrative:
Initial reporter first name is unknown. Initial reporter last name is unknown. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that blood was not draining and staying in the needle while using the bd vacutainer® flashback blood collection needle.